Event description:
A hospital in another country, reported via our distributor that the rod in the water trap of an rt225 infant bias flow breathing circuit was bent. This was detected during assembly of equipment, prior to patient use. No patient consequence was detected.

Manufacturer narrative:
The device is currently under investigation. Results of the investigation will be provided in a follow-up report.